Manufacturer narrative:
E1: patient country: canada

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2024, the patient faced that the infusion set cannula was kinked within 3 or more hours of insertion at abdomen for 1 day, which caused the patient's blood glucose was high, correction injection via mdi. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available